Event description:
A customer contacted baxter technical services (bts) regarding assistance with a manual drain during dwell 2 on the homechoice machine(hc). The home patient(hp) stated he had concerns that he saw air bubbles in the drain line and felt he should perform a manual drain. The technical service representative(tsr) assisted the hp to enter manual drain. The hp manually drained 1050ml. The tsr assisted the hp to resume therapy at fill 3. The hp was contacted on (B)(6) 2011. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Sample is available for evaluation. An evaluation will be performed on the provided lot number. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). Additional information: the air in tubing (without alarm) was not confirmed. The root cause was undetermined. A batch review was not performed as the lot number was unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. .